Event description:
A malfunction was reported on the pump, with no significant events occurring before the malfunction. There was no adverse impact on the customer's blood glucose level. The customer did not reset the pump in the last 24 hours, so technical support provided pump reset information and assisted them with the reset. The malfunction code did not reappear after the reset, and the customer was advised to continue using the pump while monitoring for any recurring issues. The customer understood the instructions and agreed to call back if any issues reoccurred.